Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Operative notes provided and reviewed state that the patient underwent an initial right total knee arthroplasty (tka) on (B)(6) 2021 using rosa guidance due to osteoarthritis. Five (5) months post-op, the patient was revised due to progressive stiffness, swelling, and limited range of motion (0¿45 deg). Intraoperatively, abundant scar tissue was excised. The original articular surface was replaced with a thinner insert, and a patellar component was implanted due to observed arthritic changes in the patella. The femoral and tibial components remained well-fixed and were retained. Patellar tracking was noted as good, and there were no intraoperative complications. Root cause was unable to be determined. Reported event was confirmed by review of provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately five (5) months post-implantation, the patient began to experience progressive stiffness, swelling, pain, and range of motion limitations. Subsequently, the patient underwent revision surgery where the surgeon excised abundant scar tissue, exchanged the polyethylene bearing for a smaller size, and implanted an initial patella component due to arthritic changes in the patellar bone. The tibial and femoral components were well fixed and remained intact.

Manufacturer narrative:
(B)(4). D10: medical product: femur cemented cruciate retaining (cr) standard right size 6: catalog#42502606002, lot#64792396; tibia cemented 5 degree stemmed right size d: catalog#42532006702, lot#65077973; hi-fatigue bone cement 2x40 r: catalog#00112024001, lot#19ca17440. G2: foreign: italy. The product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.